Manufacturer narrative:
(B)(4) date sent: 9/10/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # c9da8t. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards, with a battery pack, and with no reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number c9da8t, and no non-conformance's were identified.

Event description:
It was reported that during an unk procedure, the stapler was not closing all the way. They got another device to complete the rest of the case without any patient harm. No other info was given.